Event description:
During the procedure, the surgeon couldn't get the intraocular lens to advance, the loader was stuck, the cartridge had torn, and a large piece was obscuring the implantation. The surgeon witnessed this occurring under the microscope and handed the device back to the surgical tech. Upon further testing in the or, a piece of the cartridge came off on the mayo stand and a large piece of plastic from the cartridge was hanging off the end. A new lens and cartridge were examined and then loaded. The previous iol was not used in case of residual plastic from the broken cartridge. Both the lens and cartridge were retained by the hospital.